Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and inflation.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, cyst, pain, crease/folding, "big posterior collection in left implant with thin internal septations¿, and ¿breast volume increase in left side for 3 months¿ on left side, device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, healthcare professional reported the baker grade as IV.